Manufacturer narrative:
Date rec¿d by MFR : 01jul2019, date of report : 12jul2019. Failure investigation inspected the blower assembly and blower controller. The impeller spacer was stuck in the motor shaft, impeding the motor shaft from turning freely and causing the error code. No fault was found on the returned blower motor controller. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se replaced the blower assembly and the blower motor controller to address the reported issue.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code. No patient involvement. Event date not specified, estimate used.